Event description:
On (B)(6) 2011 the leads are on an advisory, im currently speaking to matt at st.jude, and we are almost certainly going to bring the chap back in and open him up. No the device will only give a reading of less than 2000. Can you please send me all details of device and leads. Serial numbers and model numbers plus implant dates. Is this device on latitude if so tech services can review the data. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)